Manufacturer narrative:
Citation: higuchi et al. Outcomes of hemodialysis patients undergoing contemporary transcatheter aortic valve implantation - insights from the laplace-tavi registry. Circ j. 2025 nov 8. Doi: 10.1253/circj.cj-25-0500. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes of hemodialysis patients undergoing contemporary transcatheter aortic valve implantation (tavi). The study population included 2,888 patients who were implanted with bioprosthetic valves from multiple manufacturers. Medtronic devices included evolut r, evolut pro, evolut pro+, evolut fx bioprosthetic transcatheter valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, major bleeding or vascular complication, acute kidney injury, arrhythmia requiring permanent pacemaker implant, and congestive heart failure (chf) requiring hospitalization. No further information was provided pertaining to medtronic products.